Event description:
It was reported that, during an in-clinic follow-up, the device was found in backup vvi mode. The suspected cause of the event was a magnetic resonance imaging (MRI) test that the patient had in (B)(6) 2021 where the appropriate MRI programming was not performed. Abbott technical support was contacted and recommended reprogramming to resolve the event. The dive was reprogrammed to resolve the event. The patient was stable.